Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. Unable to verify motor error. The motor was tested outside the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a motor error. Troubleshooting was performed. The drive support cap was normal and insulin pump was not exposed to high magnetic field. The displacement test was performed and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.